Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 135cm mustang¿ balloon catheter was advanced for arteriovenous fistula dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR. The balloon was unfolded and saline solution was visible within the balloon which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 6mm proximal to the proximal edge of the proximal markerband and extending distally along the balloon for approximately 56mm. No other issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issue with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 135cm mustang balloon catheter was advanced for arteriovenous fistula dilatation. However, during inflation, the balloon ruptured. No patient complications were reported.